Event description:
The physician claims that the pt's leg was tunneled and the anastomosis was sewn. At that time it was noticed that there was a 1 cm split in the graft. The direction of the split was not clear. The graft was removed, re-trimmed and re-anastomosed. The graft was removed, re-trimmed and re-anastomosed. The graft was left in. There were no pt complications.

Manufacturer narrative:
No sample available to be returned for eval. Following investigation, our conclusion as to the most probable cause of the event is the following: although the root cause is unk, based upon the description of the event, it does not appear, at this time, to be production-related.the device history records were reviewed. All mfg and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch.